Event description:
The customer received questionable ise indirect gen.2 sodium results for approximately 10-15 patient samples from the cobas 8000 cobas ise module. Patient 1 initial result was 145 mmol/l and the repeat result was 133 mmol/l. Patient 2 initial result was 138 mmol/l and the repeat results were 137 mmol/l and 132 mmol/l. Patient 3 initial result was 140 mmol/l and the repeat results were 139 mmol/l and 134 mmol/l. Patient 4 initial result was 133 mmol/l and the repeat results were 131 mmol/l and 127 mmol/l. Patient 5 initial result was 130 mmol/l and the repeat results were 128 mmol/l and 124 mmol/l. The erroneous results were not reported outside of the laboratory. The repeat results were believed to be correct. There was no adverse event. The electrode lot number and expiration date were requested but were not provided. The field service representative found the diluent nozzle was bent out of adjustment and he readjusted it. The customer ran qc which was within specifications. The investigation determined the issue was resolved by the service actions.